Event description:
It was reported that the customer needed to change her battery and received an unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer also had a no delivery alarm. Customer stated that the alarm was due to the reservoir needing to be changed. Customer reported that the alarm was resolved by a complete set change. Customer was advised to monitor the issue and call back if issues recur. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.